Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 618 mg/dl and ketones may have been present. Customer went to the emergency room (ER) and was treated with intravenous fluids/insulin. After a few hours, customer left ER in stable condition. Bg was 132 mg/dl. Customer did not know cause of elevated bg and thought the infusion set stopped working; however, no damage was observed to the cannula. Customer used fiasp insulin and tandem technical support informed customer that fiasp was not labeled for use with the pump.